Manufacturer narrative:
The used device is not available for investigation because the customer discarded it. A review of the device history record is pending.

Event description:
The complaint/event involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger. Floaters (like small hairs or fabric pieces) in the "squeezing bulb" of the adult tubing were observed and confirmed by two staff members. This was discovered during the pharmacist's final medication check (of an unknown drug) before handing off to nursing for administration. There was no patient involvement, no adverse event/harm and there was a small delay in therapy as the dose needed to be remade.

Manufacturer narrative:
The reported complaint of floaters could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.